Event description:
The device was returned to the third-party service center for further evaluation.during the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, foam was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was one error code found.the third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped.